Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 4 years of service. The physician elected to explant and replace this device with a similar guidant ICD. The explanted device will be returned to guidant to be analyzed for premature battery depletion. No patient symptoms were associated with this observation.